Manufacturer narrative:
(B)(4).

Event description:
The customer questioned inr results for 2 patients. Based on the data provided, 1 patient had erroneous results when tested on coaguchek xs meter serial number (B)(4) compared to the dade innovin method used in the laboratory. The patient was tested twice on the meter with results of 6.5 inr at 6:05 a.m. And 6.4 inr at 6:06 a.m. A venous sample was obtained within 30 minutes and the result from the laboratory was 4.9 inr. The laboratory result was believed to be correct. Different fingers were used for each meter test. The patient¿s therapeutic range is not known. The patient¿s warfarin/coumadin dose was reduced based on the laboratory result. No other treatment was received. No adverse event occurred. The patient is in stable condition. The patient does not have antiphospholipid antibodies. The patient is not anemic or polycythemic. The meter and test strips were requested for investigation. The customer returned the meter and 2 vials of the same test strip lot. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 2.1 inr, donor #2 inr: 2.3 inr. Donor #1 hct: 47%, donor #2 hct: 48%. Results from test strip vial #1: donor #1: master lot: 2.1 inr, donor #1: customer strip and customer meter: 2.1 inr. Donor #2: master lot: 2.2 inr, donor #2: customer strip and customer meter: 2.3 inr. Results from test strip vial #2: donor #1: master lot: 2.1 inr, donor #1: customer strip and customer meter: 2.0 inr. Donor #2: master lot: 2.2 inr, donor #2: customer strip and customer meter: 2.3 inr. A specific root cause was not identified for this event. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specification. No information was provided in the complaint that would point to a cause for the discrepant results. Relevant retention test strips (lot 216749-15) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.